Event description:
Patient operated with a combination of delta ceramic head and accolade tmzf stem, developed a pseudotumor. Did an allergic patch test , so a positive reaction of titanium +, titanium allergy. Update 07-feb-2019: allergic patients admit titanium and tin. Treated for right, implanted the stem # 6021-0335 accorde tmzf 127 ° / # 3 , the head, #6570-0-032 delta ceramic head v 40 taper diameter 32 mm / -4 mm ¿ delta. When examined with suspicion of armd, things like pseudotumor can be confirmed near the stem neck and head. For revision, remove the false tumor, then remove the head. Because the stem was firmly attached to the bone, scrape the ha coated part under the neck with a diamond bar, k wire to create a gap. Advance to where it seems to go out and remove the stem. A membrane was formed in the stem trunnion. Need to investigate the material analysis on the stem.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event for altr was not confirmed. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 10 apr 2019. This inspection indicated. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, superior and inferior surfaces of the stem. Damage consistent with the explantation process was observed on the stem. Biological fixation was observed on the stem. Debris was also observed on the superior surface of the stem trunnion. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. Sem analysis energy-dispersive spectroscopy (eds) analysis was performed on the stem and debris. Elemental constituents of the stem included ti-mo-zr-fe, which are consistent with astm f1813 alloy. Elemental constituents of the debris included ti-o-p-ca-k-mo-na-cl-mg. Ti-mo is consistent with the stem base alloy. O is consistent with an oxide formation. P-ca-mg is consistent with biological material. Na-cl-k is consistent with a decontamination process. Material analysis: a material analysis has been performed. The report concluded: debris was observed of the stem trunnion. A continuous metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion. Eds showed the stem was consistent with astm f1813 alloy and the debris was consistent with the stem base alloy, an oxide, biological material and the decontamination process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient operated with a combination of delta ceramic head and accolade tmzf stem, developed a pseudotumor. Did an allergic patch test , so a positive reaction of titanium +, titanium allergy.